Event description:
Patient reporting that a couple days ago, her pump alarmed high pressure and she was unknowingly out of medication for a period of time, patient switched to her back up pump and resumed infusion. Patient reporting feeling sick for a little while as a result of being off medication but feels better now. Advised in the future to notify pharmacy as soon as she has issue because we need to have two functioning pumps at all times. Advised if patient gets high pressure alarm again with current to go to hospital because it is unlikely it is a pump problem at that point and is possibly a clot. Patient would prefer that pump is not sent by courier and be sent for am delivery tomorrow. Advised if she has issue with current pump, she would need to go to hospital. No other information available. Name of the part the patient is having an issue with or error code displaying: pump. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: unk. If yes, was any medical intervention provided: patient sent new pump. Dose or amount: veletri 46 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.